Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 after the patient reported dark urine. Upon admission, the patient¿s lactate dehydrogenase (ldh) level was 748 u/l and increased to 3200 u/l. The patient¿s inr on admission was 3.1 (goal of 2.0-2.5). The patient remained on coumadin and aspirin. At an unspecified time, it was reported that the patient became unresponsive. Palliative care was consulted and the patient was made do not resuscitate status with comfort measures. The patient expired on (B)(6) 2016 with a cause of death reported as suspected thrombosis. It was reported that the pump was functioning as expected. The pump was not explanted.